Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Preliminary analysis revealed that the reported behavior most probably resulted from a corruption of the flash memory.

Event description:
Reportedly, the status light of the home monitor remains orange. Preliminary analysis revealed that the reported behavior most probably resulted from a corruption of the flash memory.

Event description:
Reportedly, the status light of the home monitor remains orange.

Manufacturer narrative:
Upon reception, the returned home monitor was tested and the reported issue was confirmed: the status light of the home monitor was constantly lighting in orange. - expertise file analysis revealed that the reported issue most probably resulted from a corruption of the flash memory, which prevents the home monitor from booting properly. The root cause of this corruption could not be identified, as the subject home monitor is permanently damaged. Therefore, no further analysis could be performed.